Event description:
It was reported in an article in journal of ¿vascular surgery¿ titled ¿a comparison of outcomes between open and endovascular arteriovenous access creation for hemodialysis¿ that approximately sometime post procedure, out of (B)(6) patients, a total of (B)(6) did not have intended brachial vein coils placed at the time of intervention. It was further reported that of these six, one was an immediate technical failure in which the procedure was not completed. There was no reported patient injury.

Manufacturer narrative:
Alexa mordhorst, jason clement, mercedeh kiaii, jason faulds, york hsiang, and jonathan misskey (2021). A comparison of outcomes between open and endovascular arteriovenous access creation for hemodialysis. J vasc surg. 75(1):238-247.e1. Doi: 10.1016/j.jvs.2021.07.104. Manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. The result of the investigation is confirmed for the patient report of adverse effects - brachial vein coil placement failure at arteriovenous fistula creation. The definitive root cause for the reported adverse effects brachial vein coil placement failure could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 1. The wavelinq endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. 2. The wavelinq 4f catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. Cautions 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Potential adverse events the known potential risks related to the wavelinq endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Alexa mordhorst, jason clement, mercedeh kiaii, jason faulds, york hsiang, and jonathan misskey (2021). A comparison of outcomes between open and endovascular arteriovenous access creation for hemodialysis. J vasc surg. 75(1):238-247.e1. Doi: 10.1016/j.jvs.2021.07.104. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported in an article in journal of ¿vascular surgery¿ titled ¿a comparison of outcomes between open and endovascular arteriovenous access creation for hemodialysis¿ that approximately sometime post procedure, out of sixty-one patients, a total of six patients did not have intended brachial vein coils placed at the time of intervention. It was further reported that of these six, one was an immediate technical failure in which the procedure was not completed. There was no reported patient injury.